Event description:
It was reported that the ventilator was failing to produce the correct oxygen rates. The ventilator was on a patient with a fio2 setting of 30%. The oxygen analyzer found that the delivered o2% was 21%. The biomed had tested the ventilator and stated that the blending was not working properly. The ventilator was placed on another patient. The ventilator was set to 74% and the oxygen analyzer found the delivered o2% was 30%. There was no patient harm or oxygen desaturation in either case.